Event description:
It was reported to boston scientific corp on september 22, 2009 that a extractor rx retrieval balloon was used during a stone removal procedure performed on (B)(6), 2009. According to the complainant, the balloon burst during the procedure. The procedure was completed with another extractor rx retrieval balloon. The pt's condition at the conclusion of the procedure was reported to be "stable". Attempts to obtain additional info regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Although the suspect device has been received, the eval has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).